Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet stopped dosing after she had been running in bg run without a dexcom g7 sensor, and her blood glucose rose to 510 mg/dl; she consulted her endocrinologist, administered subcutaneous insulin via pen, and transitioned to multiple daily injections with glucometer monitoring until a new sensor is available. Symptoms included headache without ketones detected. Outcomes included reduction of blood glucose into range and resolution of the headache, with no hospitalization. Investigation included customer communication and troubleshooting and education regarding use without an active sensor. Investigation of this case revealed hyperglycemia associated with operation in bg run and absence of a functioning cgm sensor, with recovery after outside insulin dosing and temporary mdi use. It was concluded, based on previously established findings for similar reports, that the cause was user operation without an active sensor leading to dosing cessation and subsequent hyperglycemia.